Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was successfully deployed for a recent median sternotomy with right pulmonary artery emboli and left posterior tibial dvt well on anticoagulation. A venacavogram confirmed the filter to be in proper position with no tilting. The patient tolerated the procedure well and hemostasis was obtained. Approximately one year seven months post filter deployment, the patient presented to the vascular clinic with abdominal pain that the physician felt was likely secondary to the filter. The physician attempted multiple times with multiple devices to remove the filter; however, retrieval was unsuccessful. It was noted that the filter was embedded into the ivc into intimal hyperplastic tissue causing an inability to remove the filter. The decision was made to conclude the case and leave the filter in its position. A completion venacavogram was performed and demonstrated persistent patency of the ivc without any clots or filling defect, and a left common iliac vein chronic occlusion with complete lack of filling. There were no complications and hemostasis was obtained at the access site. Approx 43 days post filter retrieval attempt made, an infrarenal cavatomy was performed by vascular surgery for removal of the filter. After the filter was removed, general surgery performed a cholecystectomy. Hemostasis was secured. There were no complications. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately nineteen months after implantation multiple attempts were made to remove the filter; however, retrieval was unsuccessful. It was reported that the filter was tilted with the apex embedded in the ivc wall. Approximately six weeks later, the filter was removed by an open procedure. Based on the medical record review, the investigation is confirmed for filter tilt and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: warnings/ potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition; occlusion of small vessels. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. A vena cava filter was successfully deployed for a recent median sternotomy with right pulmonary artery emboli and left lower extremity dvt well on anticoagulation. A completion venacavogram confirmed the filter to be in proper position with no tilting. Approximately one year seven months post filter deployment, the patient presented with abdominal pain. Multiple attempts to retrieve the filter percutaneously were unsuccessful. It was noted that the filter was embedded into the ivc into intimal hyperplastic tissue. The procedure was concluded and hemostasis was obtained. 43 days later, surgical procedure was performed for removal of the filter. After the filter was removed, a cholecystectomy was performed. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts detached, perforated the inferior vena cava. The device was removed via an open chest procedure. Approximately one year seven months post filter deployment, the patient presented with abdominal pain. Multiple attempts to retrieve the filter percutaneously were unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year five months of post-deployment, a filter removal procedure was performed. The right internal jugular vein was exposed and under ultrasound guidance, a needle was inserted into the right internal jugular vein successfully and a guidewire was placed through the introducer needle. The introducer needle was removed and was switched for a 5-french catheter. The 5-french angled glidewire was placed through the 5-french sheath down into the inferior vena cava, passed the inferior vena cava filter. The 5-french sheath was exchanged after serial dilation of the inferior vena cava filter removal system. An inferior venacava venogram was performed which confirmed a patent inferior vena cava filter without any clots or filling defect. The retrieval system was attempted multiple times to remove the inferior vena cava filter, however, this was unsuccessful. An angled glidewire was placed passed the filter to assist with the recovery of the inferior vena cava filter. Again, the retrieval failed. It was noted that the filter was imbedded into the inferior vena cava into intimal hyperplastic tissue caused the inability to remove the catheter. At that point, it was decided to abort the case and leave the filter in its position. A completion inferior vena cava venogram was performed to confirm persistent patency of the inferior vena cava filter without any clots or filling defects. The retrieval device was removed, and the pressure was held until all hemostasis was obtained. On (B)(6) 2014, the patient was taken for open inferior vena cava filter removal after endovascular inferior vena cava filter removal was found to be unsuccessful. The peritoneal covering of the inferior vena cava was incised, and the vena cava was exposed, and dissection was continued superiorly and inferiorly. The inferior vena cava filter was identified just inferior to the right renal vein. Vessel loops were tightened for control and a cavotomy was created in the vena cava directly over the filter. With opening of the cavotomy, there was significant bleeding pressure. More proximal control was attempted, and two lumbar veins were identified, noted to be the source of bleeding. The inferior vena cava filter was then grasped with the superior aspect and elevated out of the cavotomy. It was noted that there were several hooks embedded into the intima with a web of intimal hyperplasia surrounded them. This was dissected out with an 11 blade and the inferior vena cava filter was able to be removed from the vascular structure. The further investigation noted no perforation of the vena cava, either laterally or posteriorly. The filter was then sent as specimen. Closure of cavotomy was then undertaken which was done in a running fashion with a 6-0 prolene. Then vessel loops were removed. No evidence of injury to the bowel was noted. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter limb detachment, filter tilt, perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 4001) h11: b5, h6 (method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.